Manufacturer narrative:
The event date is approximate.. The issue is reported to be with the accessory brush head to the sonicare sensiflex power toothbrush system. No lot information was provided. The consumer's contact phone number or address were not provided. Report source: the complaint was received from a consumer in (B)(6). Manufacture date not provided or identifiable.

Event description:
A consumer reported a portion of their sensiflex brush head came off during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
E1: the consumer's contact address and phone number were identified and updated. Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text: product not returned to manufacturer.